Event description:
After patient was intubated, bed stopped working. It would not function at all, not even to unlock the bed. Biomed was notified and promptly came to the room. The bed was unable to be fixed. There was no manual unlock mechanism for the bed to get it out of the room. Biomed was slowly able to unscrew the bolt that locks the bed, and the bed had to be dragged out. The patient was asleep unnecessarily for over an hour.